Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she received a result of 180 mg/dl at 12:00am and was having hyperglycemia. The patient experienced symptoms of blurry vision, dizziness, frequent urination, nausea, and a headache. The patient alleged that the blood glucose result of 180 mg/dl was too low based on her symptoms. At 12:30am the patient went to the hospital and received a blood glucose result of 360 mg/dl. The hospital treated the patient with an IV for dehydration and insulin. The patient was only treated in the ER and was not admitted into the hospital. The patient was discharged on (B)(6) 2017 at 8:00am. Return of the suspect device was requested for evaluation.